Event description:
A customer reported to a beckman coulter (bec) field service engineer, who was on site to investigate an unrelated issue, that a unicel dxi 800 access immunoassay system generated erroneous alpha-fetoprotein (afp) for two patient samples. The customer stated the erroneous afp results were reported out of the laboratory; the incorrect afp results were later corrected. There is no indication of impact to patient treatment in association with this event. The fse provided the archive data file for review, but it did not contain data for the date of this event. Quality control (qc) data indicates that some afp qc results were out of range, but were within range upon repeat.

Manufacturer narrative:
The fse determined a damaged o-ring on the quick-connect fitting allowed air into the wash buffer supply tubing of reagent pipettor 3. As a result, reagent pippetor 3 intermittently aspirated and/or dispensed inaccurate volumes of samples. The fse replaced the fitting to resolve the issue.